Event description:
Blood leak detected at onset of treatment. Blood was not returned to the pt due to gross blood in the dialysate drain system. There was a blood loss of approx 150cc. Extracorporal circuit was discarded and changed. Treatment resumed without further incident. Ruptured dialyzer was found.